Event description:
Complaint alleged that a subscriber had fallen, hit her head and was bleeding. She reportedly tried to depress her personal help button (phb) but it did not signal for help. She was able to get to her feet and call for help. An ambulance was dispatched and she was admitted to the hospital

Manufacturer narrative:
The device did not cause or contribute to the reported injury. The injury occurred as a result of the fall reported by the subscriber. Device is intended to summon help as needed. When the device did not communicate, subscriber reacted appropriately and summoned help from an alternative source. Device was returned and evaluated, and it was determined that a component failure affected the communicator. Device is not labeled as a life sustaining device.